Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two samples from the same patient tested with elecsys cortisol ii on a cobas 8000 e 801 module. It was asked, but it is unknown if any erroneous results were reported outside of the laboratory. The first sample (plasma) resulted with an initial cortisol value of > 63.4 ug/dl. The sample was automatically diluted times 10 and repeated, resulting with a value of 18.6 ug/dl. The sample was automatically diluted times 2 and repeated, resulting with a value around 29 ug/dl. The sample was manually diluted times 2 and repeated, resulting with a value around 29 ug/dl. The sample was then repeated without dilution, resulting with a value of > 63.4 ug/dl. The second sample (serum) resulted with an initial cortisol value of > 63.4 ug/dl. The sample was diluted times 2 and repeated, resulting with a value of around 20 ug/dl. The sample was also diluted times 10 and times 20, resulting with values around 18 ug/dl. The customer believed the correct value for the patient is around 18 ug/dl. No adverse events were alleged to have occurred with the patient. The investigation did not identify a product problem.  The cause of the event could not be determined. A general reagent issue could be excluded based on the provided quality control data which was within expectations.